Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information from section a1 patient identifier: (B)(6).

Event description:
The customer observed falsely depressed sodium and co2 results generated on the architect c8000 processing module for one patient. The following results were provided: sid (B)(6). Initial sodium result 114 mmol/l, repeated 132 and 137 mmol/l (reference range is 135-145 mmol/l). Initial co2 result 21 mmol/l, repeated 24 mmol/l (reference range 22-32 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
Abbott service inspected the alinity c processing module c804510 and performed troubleshooting. The tbg, ict mcc pot- warming tube (rohs) was replaced, resolving the issue. No additional discrepant result issues have been reported since the service activity was completed. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tickets identified no contributing factors to this complaint. A trend review found no elevated complaint activity for the alinity c processing module. A review of historical data with this complaint revealed no systemic issues, or nonconformances. Manufacturing documentation for the did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity c processing module and tbg, ict mcc pot- warming tube (rohs).

Event description:
The customer observed falsely depressed sodium and co2 results generated on the architect c8000 processing module for one patient. The following results were provided: sid (B)(6). Initial sodium result 114 mmol/l, repeated 132 and 137 mmol/l (reference range is 135-145 mmol/l) initial co2 result 21 mmol/l, repeated 24 mmol/l (reference range 22-32 mmol/l). No impact to patient management was reported.